Event description:
The customer reported that her blood glucose had been high and unstable. The customer stated that she went to see her doctor and he suggested contacting the helpline to make sure the insulin pump was working properly. The blood glucose reading a day before the call was 22 mmol/l. The customer's blood glucose was treated with the insulin pump. Troubleshooting was performed. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.